Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's farther reported via phone call that the customer received calibration error alerts. Sensor age was 5 days and 8 hours. Blood glucose value was 11 mmol/l. Insertion steps were reviewed and customer is following the instructions. It was advised to change the sensor. Father stated that the sensor cannula might have broken off since it seemed shorter. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning it opened/used.